Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) performa meter - system 1, serial number (B)(4). (B)(4) active meter - system 2, serial number (B)(4).

Event description:
Customer reportedly received the following results on a performa meter, compared to an active meter, within 10 minutes: 180 mg/dl on performa and 71 mg/dl on active meter. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.